Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated.

Event description:
It was reported that during a lead revision on (B)(6) 2024 (related report # 3006705815-2023-02975) the patient's system was showing low impedances. Intra-operative testing showed that the low impedances were not present on the patient's lead when disconnected from the ipg. The patient's ipg was explanted and replaced to address the low impedances. Therapy was restored post operatively.